Event description:
A heli-fx applier was used to treat a type 1a endoleak from another manufacturer's stent graft. It was reported that the physician successfully deployed two endoanchors. At this point the blue error light was blinking. The physician had pushed the applier into the deflected guide catheter very hard, and that they believed this may have caused the issue. Later on in the procedure, a bubble was noted in the aorta, which was removed with a 2 catheter by the physician. Per the physician the cause of the event was user error. A new applier was used to complete the procedure. No additional clinical sequelae were reported and the patient is fine.